Manufacturer narrative:
Submit date: 09/08/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that a leak was found in the y-junction. As a result, the patient experienced blood leakage. The catheter was implanted in the patient in (B)(6) 2012. The device was pulled and replaced on (B)(6), 2014. No patient injury.

Manufacturer narrative:
The returned product sample consisted of one palindrome sapphire (B)(4) vt catheter. After visual inspection, a hole could be appreciated on the joint between the catheter and the hub. During underwater test (functional test), bubbles were detected coming out below the hub from lumen which corresponds to the arterial extension. The lumen corresponding to the venous extension did not show bubbles during the test. All the possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has been confirmed. Based on the available information, the probable root cause can be considered as misuse (leak could be caused more likely due to over bending or excessive force). Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.